Manufacturer narrative:
(B)(4). The device has been received and the evaluation is underway. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 13m060 was manufactured between november 14, 2013 and november 15, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The affected device was visually inspected and functionally flow tested against the reported condition. The device operated within the desired product specifications. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a no flow event during the use of a folfusor elastomeric device. This event occurred during patient use. There was no report of patient injury, medical intervention, or an adverse event occurring in association with this report. No additional information is available.